Event description:
The complainant reports an under delivery. The rptr indicated that the intended delivery amount is 1000 ml at a rate of 60 ml/hr to be delivered over 16 hours 30 mins, however, the pt was very vague about the exact amount of feed left in the bottle, it was stated that less than half the bottle was delivered.

Manufacturer narrative:
(B) (4): the device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. (B) (4)